Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure of the lower leg, balloon deflation difficulties occurred. The lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). The sterling balloon dilatation catheter was advanced to the target lesion and inflated 3 times with each inflation for 30 seconds at nominal atms. Upon deflation, the balloon did not fully deflate. Attempts to fully deflate the balloon were unsuccessful and the balloon was removed without incident. The procedure was completed with this device. The patient status is listed as 'fine'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)